Event description:
It was reported that, "plate broke at fracture site. Non-union to date."

Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.